Event description:
Info received indicates not all of the casters are locking when the brake is engaged.

Manufacturer narrative:
The tech replaced the right and left brake/steer linkage to repair the bed.